Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that the needle had a delayed deployment during pod activation, resulting in the inability to wear the pod. It was noted that the needle failed to deploy when the pod was applied to the infusion site but was observed to deploy a few minutes after the pod had been removed, indicating a needle mechanism failure. The cannula was confirmed to be visible following the delayed needle deployment. There was no impact on the patient's blood glucose levels reported.